Event description:
It was reported by the nurse practitioner that she had an extra programming wand from a former physician. The extra programming wand was reported to not be working and that it had not affected any patient, but she would like to have a new wand. The programming wand, along with the serial cable, were returned for product analysis. It was found there were no anomalies with the returned programming wand; however, it was found that the serial cable had malfunctioned. The cause of the malfunction was due to a disconnected wire connection. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.